Manufacturer narrative:
D4 : unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the server regarding orders or patient crossing over. A technical support specialist (tss) logged into the server and found multiple stations were on critical override set by the customer. Verified all messages were current on es server and carefusion coordination engine (cce). Interface team confirmed no issues with pyxis interface, es server processed messages normally. Tss found that may be root cause was a single transaction with mismatched data causing a structured query language (sql) error which also related to data entry rather than server issue and no other errors were found in logs. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server new orders and patients were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.